Manufacturer narrative:
The field complaints of premature depletion no wireless telemetry were confirmed. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to an unregulated internal supply to the wireless module. The root cause of the anomalies was attribute to a defective c2 capacitor.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's pacemaker transmission's revealed rapid battery decline due to premature battery depletion. No adverse patient symptoms were reported as a result. The device was explanted and replaced. The patient's condition was stable throughout the event.